Event description:
The defibrillation system was implanted on (B)(6) 2015. Reportedly, episodes, recorded on 21 may 2020 and 29 july 2020, showing noise oversensing, were observed. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, a beginning of a ventricular lead issue could not be excluded with certainty.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2015. Reportedly, episodes, recorded on (B)(6)2020 and (B)(6) 2020, showing noise oversensing, were observed. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, a beginning of a ventricular lead issue could not be excluded with certainty.